Event description:
On (B)(6) 2010, pt reported an air bubble in her infusion set tubing. Pt stated she changed her insulin cartridge on (B)(6) 2010 and noticed the air bubble today. Had pt disconnect from the infusion site; was able to prime the air bubble out. Pt reported she prefills her insulin cartridges and stores them in her refrigerator. Pt stated she keeps the infusion device upright while wearing it. Pt reported she does not disconnect from her infusion site. Pt stated the air bubble was near the luer lock of the infusion tubing. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.